Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to why the implantable pulse generator (ipg) device was at early replacement indicator (eri) and it was also noted that the battery impedance was high and a reset occurred. The ipg is still in use. No patient complications have been reported as a result of this event.